Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) to report the event and error 569 sample probe cleaner not detected. Siemens assisted the customer with troubleshooting instructions. The customer replaced the sample probe cleaner (spc) bottle and checked the spc pump and cassette. The customer verified the dimension exl with lm by performing a system check and identified no issues. The instrument performed as expected. Siemens is investigating the event.

Event description:
The customer informed siemens that an operator's face was sprayed with the dimension exl with lm sample probe cleaner (spc). The customer noted that the event occurred while the operator performed troubleshooting on the dimension exl with lm system. The operator was wearing personal protective equipment (ppe) on the day of the event, and spc fluid splashed on her lips. The operator stated that she did not ingest the fluid. The operator followed laboratory protocol and rinsed the areas of the face. The customer informed siemens that no additional treatment was performed or necessary. There are no reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00346 on 20-dec-2022. Additional information (12-dec-2022): siemens reviewed the troubleshooting performed by the operator, which included priming the sample probe cleaner (spc) and looking inside the instrument cabinet to check for leaks. The operator stated the leak was contained inside the cabinet. There were no slips, trips, or falls, and there was no delay in testing or reporting patient results. Siemens assisted the operator and resolved the error 569 sample probe cleaner not detected and leak by trimming the spc tubing and reconnecting the tube at the spc pump cassette. The operator performed a system check on the dimension exl with lm instrument. The testing successfully passed with no errors. The operator verified the instrument's performance and noted it was fully operational. A damaged spc tubing at the spc pump cassette connection was the cause of the event. The system is operating as specified and no further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.